Event description:
Update may 23, 2017: litigation received. Litigation alleges the patient had suffered significant complications secondary to a post-revision infection that required additional surgeries including multiple irrigation and debridement, exchange of revision implants. It also states that patient will soon require removal of implant and insertion of an antibiotic spacer. Added the stem and screw product due to the alleged infection. Added complainant information. There are no medical records provided. This complaint was updated on: jun 1, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address an infection.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 12, 2017; pfs and medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported significant necrosis. Clinical notes reported that patient developed a brownish drainage from the incision after first revision. Pathology report noted inflammation. Added hole eliminator and cup to the complaint. Updated lot number of head and self centering bi-polar head. This complaint was updated on oct 10, 2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle plaintiff profile form and sticker sheets received. In addition to what was previously alleged, ppf states that the patient experiences abductor muscle injury after the first revision. Doi: (B)(6) 2016, dor: 9/28/16, (right hip).